Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left side hemicolectomy procedure involving the suture, a needle detachment occurred while suturing or preparing the suture after the patient incision. The needle did not fall into the patient cavity. An additional new suture was used without issue. The event did not result in any consequences or impact to the patient.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo(s) noted a suture and needle were shown. A foil pouch could be seen. With in the foil pouch was a retainer. Beside the foil pouch was a breather pouch containing the suture and needle. The needle was disengaged from the suture. The visual inspection of the returned product noted one suture and one needle. The needle was returned disengaged from the suture. The suture was returned broken. The suture was measured with a metal yard stick, calibrated asset nh02505 and determined the suture length to be about 23.5 inches. The original suture length according to the product description was 30 inches. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of suture was broken. The most likely cause could not be established from the information available. The manufacturing records for each device were thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.